Event description:
It was reported that one small piece of the cannula broke off inside the patient. It was not retrieved. The surgeon feels fine about the outcome and did not schedule a revision. Case was a shoulder scope with bankart repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event is application of excess mechanical force during use. User applied forces in excess of intended use can cause device to undergo forces that exceeded design criteria and to become inoperable and/or cause harm to the patient. Any hand instrument is capable of harming a patient if the surgeon does not exercise proper care and good hospital/surgical practices. Such risks are typically considered part of the practice of medicine and should only be used by trained surgeons. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. The device expected but not yet returned.